Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The patient's husband reported that the tubing separated from the tip during feeding and the feeding set leaked. The patient is fed overnight (9pm-6:25am) for a total of 9h25 minutes at 90ml/hr and a volume of 850ml. The patient is fed twocal hn by j-tube. The patient was not over/underfed. The sets are changed on a daily basis. There was no patient harm.